Event description:
It was reported that the procedure was treating a non-tortuous, non-calcified, 90% stenosed, de novo lesion in the proximal left anterior descending coronary artery. After pre-dilatation, the 2.75x48mm xience xpedition stent was deployed in the lesion. After post-dilatation, a distal edge dissection was noted. The dissection was treated successfully with a 2.5x18mm xience prime. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.